Event description:
The pt had erosion and an infection at the device pocket. The pt did not have meningitis. The pt received perioperative antibiotics and was treated with IV antibiotics. The entire device system was explanted. The infection resolved. The device system was used to deliver dilaudid. The pt experienced no drug withdrawal.

Manufacturer narrative:
(B) (4).